Event description:
Insertion difficulty. During a medical intervention/ treatment a health care professional attempted to deploy the fastx sternal intraosseous device into a patient. The operator was unable to push the handle of the device down completely and, thus, was unable to get an insertion. (B)(4).

Manufacturer narrative:
A recall notice was submitted to the (B)(6) regarding this incident and manufacturer report #9615387-2010-00012 and 9615387-2010-00013. Further investigation continues.